Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was going into his car when the pump started whining. Customer stated that the keys were unresponsive and replacing the battery did not help. Customer's blood glucose was 233 mg/dl. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump had intermittent button response due to a flattened button dome switch. No audio/beep anomaly was noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.